Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that while inspecting product in the warehouse, the warehouse manager noticed that the inner pouch was broken with potential damage to the product sterility.